Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3550-39, lot # n366584, implanted: (B)(6) 2013, product type accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a fall on (B)(6) 2013. It was noted the patient reported a difference in therapy to the health care professional and stated that her stimulation was painful after her fall. The patient went to the health care professional on (B)(6) 2013 and the health care professional ordered a full set of x-rays. The patient went back on (B)(6) 2013 to have the x-rays read but had to reschedule for (B)(6) 2013. On (B)(6) 2013, the health care professional read the x-rays and did a fluoroscope which showed that the patient nearly pulled lead 1 out through the skin. It was noted that lead 1 was the lead that was helping her pain the most. It was noted that the therapy was helping some and the patient wanted the lead repaired. Lead 2 was turned up at the appointment, but the patient stated that it did nothing for her therapy and that all it did was nearly jolt her. It was noted the patient needed both lead 1 and lead 2 for pain relief. The health care professional ordered a computerized to myography (CT) myelogram on (B)(6) 2013 which was painful for the patient. The patient went back on (B)(6) 2013 to have the myelogram read but the health care professional just recommended an epidural shot. The patient got the shot and never went back to the health care professional again. It was noted the patient never found out the results of the myelogram test. The reporter noted that the wire lead had been nearly torn out of place. It was noted the health care professional recommended epidural shots and that the patient noted the device had been helping her pain. The reporter noted that the patient's balance had not been good since all of her back surgeries. It was noted that the patient had not been able to use her stimulation therapy since (B)(6) 2013.

Event description:
It was reported the patient was having ¿problems with lead 1.¿ it was stated ¿lead 1¿ made them nauseous, sick, and ¿pain to shoot out on right side of her back,¿ but ¿lead 2¿ was still working. It was noted the patient stated their implantable neurostimulator (ins) was off and the event or symptoms occurred a week prior to report. It was later reported the patient was still having concerns with their device or therapy but they had an appointment on (B)(6) 2013 and went for x-rays and they had another appointment scheduled for (B)(6) 2013. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.